Manufacturer narrative:
Section a2, a4, a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) had its leading haptic emerge from the cartridge in a folded state during the procedure, which resulted in the lens being only partially inserted. This event led to an unplanned vitrectomy. No sutures were used, and it is unclear whether the incision was enlarged. The patient's current status remains unknown. The product is not available for investigation. Additional information was received and reported, it is uncertain whether the device directly caused or contributed to the event, as it could have been a result of a loading or folding error. Another johnson & johnson lens (same model and diopter) was implanted as a replacement in the patient's right eye. The patient's outcome, post-operative refraction, and ability to perform daily activities are unknown. There is no information regarding any medication outside the standard of care or planned surgical interventions. Additional information is not available. No other information was provided.